Manufacturer narrative:
Product complaint # (B)(4). The expedium quick-con si poly screwdriver was not returned to the customer quality unit for evaluation. A device history record review did not identify any issues that could have caused or contributed to the reported issue. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the expedium quick-con si poly screwdriver we are unable to confirm the reported issue or identify the root cause. As there were no issues in the manufacturing of the device, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Posterior spinal fusion. T handle does not retain shaft. Poly driver tip is burred. Probe was bent. Unsure how it occurred. Used spare poly driver from set. No ae to patient. No delay in surgery.